Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, one week after this implantable cardioverter defibrillator (ICD) was implanted, the patient developed a hematoma at the implant site. Surgical intervention was performed to remove the hematoma. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.